Event description:
A remedial action has been initiated to provide recommendations to the customer for product in the field. The I-stat cardiac markers controls are used to verify the integrity of newly received I-stat ctni cartridges. The I-stat cardiac markers calibration verification control set is used to verify the accuracy of results over the measurement range of the I-stat ctni test. Abbott point of care (apoc) has determined that for the listed cardiac marker controls and calibration verification fluid lots, results may be generated above the upper value assignment range for some vials. Internal studies have determined that the cause of the issue is co2 emitted by dry ice which penetrates into the vials (head space) during the shipment process. Venting of the vials prior to thawing prevents the occurrence of high results. This action is being conducted in cooperation with the u.s. Food and drug administration and health (B)(4).

Manufacturer narrative:
Product name: I-stat cardiac marker controls part/list number: cardiac marker control level 2: 136602-06f13-02, cardiac marker control level 3: 136603-06f14-02. Cardiac marker control calibration verification (calver) set: 136604-06f15-02. Lot number(s): m102082 (l2), m102083 (l3), m10208 (calver). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration. (B)(4).